Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the cartridge popped out and the screen was faded. Customer stated that insulin pump had unexpected no delivery alarms and was louder during rewound. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. The test reservoir p-cap was able to lock in place and no damage to the reservoir tube lip noted. Device passed self test and the lcd display look normal no missing segments noted. (B)(4).